Event description:
It was reported that, "the above implants were explanted due to persistent pain and replaced with a primary total knee of another manufacturer."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 9610726-2010-00418.